Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the technician requested a replacement part for the display board under recall for the device. There was no patient involvement.

Event description:
It was reported that (1) lvp display segment failed due to dim segment and therefore will be replaced. There was no patient involvement

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi replace pat under recall for 8100 unit. Technical support: tech is request part replace that is under recall for 8100 unit 1. Confirm part number for display board for unit 2. Transfer tech to order mgr. Dept. To further assist tech on replace part under recall. A review of the device history record for sn (B)(6) was performed from date of manufacture 12/13/2017 to present date 01/14/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support: tech request for part for 8100 unit. The customer reported problem was confirmed. H3 other text : no product returned.